Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of myopotential noise. The sensing vector at the time of the most recent shock was set to the alternate vector. The patient previously had an inappropriate shock while the sensing vector was set to the secondary vector. Technical services discussed the programming options with the caller. There were no additional adverse patient effects. The system remains implanted.